Event description:
It was reported that the mis call received from nurse on 06feb2024, nurse stated that they have a patient cooling on the arctic sun device, and it gave an alarm, they believed it was 113 (patient temperature 2 calibration error). Had nurse access the event log, recent alarms show 01 (patient line open), 02 (low flow), and 113 (reduced water temperature control). Nurse stated that when they were initiating therapy, they were getting low flow alarms. They were able to disconnected and reconnected, straighten the tubing to resolve the low flow. Nurse stated that they did start cooling about two hours ago and the patient has not yet reached target. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 35.5c, water temperature (wt) was 27.5c, water flow rate (wfr) was 1.4 l/min. Walked nurse through accessing the system diagnostics showed that the outlet monitor temperature (t1) was 27.6c, outlet control temperature (t2) was 27.5c, inlet temperature (t3) was 27.4c, chiller temperature (t4) was 4.1c, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 9,348, and pump hours were 9,154. Informed nurse it appeared it might be a failed mixing pump. Informed nurse to send this device to biomed labeled not cooling and swap to a new device. Informed nurse they would need to stop therapy, empty the pad, and disconnect, but they could use the same pad. Encouraged nurse to call back with any questions or issues. Tech support call with biomed on 07feb2024. The device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6, actual value was 30. Circulation pump command (cpc) was 52 percentage, chiller temperature (t4) was 3.9, mixing pump command (mpc) was 100 percentage. There was a failed mixing pump and would replace the mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the mis call received from nurse on 06feb2024, nurse stated that they have a patient cooling on the arctic sun device, and it gave an alarm, they believed it was 113 (patient temperature 2 calibration error). Had nurse access the event log, recent alarms show 01 (patient line open), 02 (low flow), and 113 (reduced water temperature control). Nurse stated that when they were initiating therapy, they were getting low flow alarms. They were able to disconnected and reconnected, straighten the tubing to resolve the low flow. Nurse stated that they did start cooling about two hours ago and the patient has not yet reached target. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 35.5c, water temperature (wt) was 27.5c, water flow rate (wfr) was 1.4 l/min. Walked nurse through accessing the system diagnostics showed that the outlet monitor temperature (t1) was 27.6c, outlet control temperature (t2) was 27.5c, inlet temperature (t3) was 27.4c, chiller temperature (t4) was 4.1c, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 9,348, and pump hours were 9,154. Informed nurse it appeared it might be a failed mixing pump. Informed nurse to send this device to biomed labeled not cooling and swap to a new device. Informed nurse they would need to stop therapy, empty the pad, and disconnect, but they could use the same pad. Encouraged nurse to call back with any questions or issues. Tech support call with biomed on 07feb2024. The device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6, actual value was 30. Circulation pump command (cpc) was 52 percentage, chiller temperature (t4) was 3.9, mixing pump command (mpc) was 100 percentage. There was a failed mixing pump and would replace the mixing pump.